Manufacturer narrative:
Additional information is being pursued. At this time, no further information has been made available by the customer. This event is currently under investigation, this report will be supplemented at the completion of the investigation, and/or when any additional relevant information becomes available.

Event description:
It is reported that internal defects of the scope channel are suspected to have caused fungal infections in patients. Additional details have been requested from the customer on multiple occasions, at this time no additional information is available.

Manufacturer narrative:
This MDR is being submitted as a result of a complaint retrospective review. Please see updates to a1, e2, e3, e4, g2, h6, and h10. Based on the legal manufacturer's final investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h4, h6, h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. :

Event description:
The user facility further reported that based on the investigation conducted by their infection prevention team, they have concluded that they did not find any association between the fungal infections and ercp scope.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and device evaluation results. Based on the device evaluation, there were buckles noted on the insertion tube, cracked adhesive on the bending section, and scratches and dents noted on the light guide tube. The device passed the leak test. The device was restored to olympus original factory specifications and returned to the customer.